Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue, allowing the customer to continue using the pump without further problems.